Event description:
A customer did not receive their replacement of the adc meter initially due to a physical defect in the packaging of device prior to use. As a result, the customer experienced symptoms of hypoglycemia described as dizziness, and tremors, and was provided a lump of sugar and a (B)(6) by the non-hcp for treatment. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of " between december 2021 - january does 2022 ". All pertinent information available to abbott diabetes care has been submitted.